Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. It is possible the reported difficulties may be related to patient morphology/pathology and/or user technique/procedural conditions, however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is filed on the second mitraclip to report the recurrent mitral regurgitation and potential leaflet injury. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) on (B)(6) 2018. The patient had a pericardial effusion before the procedure started and before the steerable guide catheter (sgc) was inserted. During insertion of the sgc, the sgc was pointing at the upper edge of the fossa. It is possible that the right atrium became damaged during sgc insertion resulting in a slow bleed. Two mitraclips were implanted through the sgc reducing mr grade to 1. When the sgc was pulled back from the right to the left atrium, a pericardial effusion was found on the right side of the heart. The pericardial effusion was noted to have increased a little, so it was decided to administer protamine to reverse the heparin. A pericardiocentesis was performed to drain the effusion. Three days post procedure the patient had shortness of breath. Echocardiography on (B)(6) 2018 found recurrent, moderate grade mr [ grade 2] coming from the lateral side of the second mitraclip. The physician reported a possibility of leaflet perforation from the second mitraclip, but there was no obvious damage to the leaflet or chords. The patient is treated with observation (follow-up) and continued treatment for heart failure. The mitraclips are stable on both leaflets. No additional information was provided.